Manufacturer narrative:
Due to the limited information it is unknown whether the device performance may have led to the patient injury. Iridex is currently investigating the complaint and will reach out to the complainant to gather more information of the reported adverse event.

Event description:
It was reported to iridex that a patient sneezed and experienced a slight conjunctival tear during treatment with the micropulse p3 delivery device. No other information was provided to iridex regarding the adverse event. Due to the limited information it is unknown whether the device performance may have led to the patient injury. Iridex is currently investigating the complaint and will reach out to the complainant to gather more information of the reported adverse event.